Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service; they were placing an order and stated they are not ordering the 16-0044-0, 4x4, island dressing, sterile 50/bx a50044 due to breaking out in blisters. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).